Event description:
It was reported that the insulin pump received hardware low level failures. The customer¿s blood glucose level was unknown at the time of incident. Self test was failed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Software error,the motor arm cannot communicate with the main arm., hardware low level failures and device test failed not found during testing. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.